Event description:
Chronic cramps comparable to labor pains. Vaginal bleeding, extreme when bending or lifting. Lower back pain, loss of sense of passing gas or moving bowels. Fatigue, bloating and depression.